Manufacturer narrative:
Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2024 a nurse screwed an emphasys cup impactor handle to an emphasys cup, no tighter than she ever screws an impactor handle and cup together. The impactor handle and cup became so stuck together that the cup could not be removed from the impactor handle. Surgery was delayed 5 minutes. Another emphasys cup impactor handle and emphasys cup implant were opened, used and implanted. Procedure was successfully completed.

Manufacturer narrative:
Product complaint # ==> :(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d4 lot, h4 corrected: d4 primary UDI number if information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: a nurse screwed an emphasys cup impactor handle to an emphasys cup, no tighter than she ever screws an impactor handle and cup together. The impactor handle and cup became so stuck together that the cup could not be removed from the impactor handle. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the emsys shl 3hole 48 was assembled to the tip of the emsys ace imp straight, however the tip of the impactor is not centrally threaded into the cup's threads. The potential cause can be attributed to unintended use error, it is possible that the impactor was overtightening, threaded in an off-axis angle or impacted in an off-axis position before the threaded tip was fully threaded into the cup. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was performed and the emsys ace imp straight was not able to disengage from the emsys shl 3hole 48 as intended. The reported unable to disassemble condition was able to be replicated. The overall complaint was confirmed as the observed condition of the emsys ace imp straight would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.